Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that when injecting the contrast, leakage and a rupture were found in the catheter that was placed in the pt approx 1cm from the hub. As a result, a new kit was opened and used without issue. There was no reported delay, death or complications to the pt.